Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient stated that pump is alarming no disposable. Instructed patient to press start/stop button to silence alarm, reviewed settings and powered pump off. Closed clamp and removed cassette. Instructed patient to gently tap cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on. Attempted to restart pump but alarm persists. Instructed patient to power pump off, clamp remains closed on tubing, and cassette removed. Instructed patient to gently tap cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and opened clamp on tubing. Pump powered on and pump continues to alarm. No patient injury. No additional information available.

Manufacturer narrative:
Corrected data: g4: original aware date should be 17-feb-2023.